Event description:
It is reported that: the patient saw her surgeon on (B)(6) 2012 for her annual checkup. She had also recently received information about the recall. The patient completed blood work and an MRI. Her lab work reported an elevated cobalt level and the MRI indicated she has fluid on the hip. The patient states that she has no pain at this time but her surgeon is concerned about her cobalt levels. The surgeon has prescribed repeat blood labs and possibly an MRI in one week.

Manufacturer narrative:
Device remains implanted. At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.